Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned with the metal cannula stuck in the catheter. The metal cannula returned was found kinked. Functional inspection was done. When attempting to remove the cannula, the catheter extrusion buckled/accordion. Therefore, a transversal cut made to the tip of the catheter shows the metal cannula was stuck located inside the profile tip. On dimensional inspection, a cross section cut was performed in order to measure the tip step and the tip step is within specification. The catheter working length, cannula outer diameter and metal cannula outer diameter are within specification. The metal cannula length was not measured du to the metal cannula condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulty occurred and patient went to surgery for removal. A flexima apdl was used. During procedure, it was noted that the drainage catheter was stuck with the metal stiffening cannula and patient went to surgery for removal. No further patient complications reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that removal difficulty occurred and patient went to surgery for removal. A flexima apdl was used. During procedure, it was noted that the drainage catheter was stuck with the metal stiffening cannula and patient went to surgery for removal. No further patient complications reported.